Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient had left his inflatable penile prosthesis (ipp) inflated since implant and noticed that he was not being able to deflate the device after months of leaving it inflated. There was a scar around the reservoir with the fluid in cylinders which was preventing the reservoir from being able to fill. A replacement surgery was performed to remove and replace the whole system. After the surgery the device was functioning as expected and no further complications were reported.